Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. Based on the results of the investigation, the field service engineer (fse) confirmed the user suggested event and stated that the foreign material clogged in the biopsy channel could not be removed. However, device inspection did not detect foreign material in the biopsy channel. Therefore, the foreign material could not be specified nor the root cause of the remaining foreign material. Additionally, the biopsy channel was found scratched. Although customer followed correct reprocessing procedure per instructions for use (IFU), the device could not be reprocessed (including brushing) and stopped midway due to blockage. Device was not completely reprocessed at the time of pickup of device for inspection. There was no report that the device was used in procedure while the suggested event occurred. The suggested events can be detected by handling the device in accordance with the following instructions for use (IFU) - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Operation manual_ insertion_ suction warning: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the found that the u/d (up, down) and r/l (right, left) knobs had foreign objects. In addition, the evaluation found the following. Due to damage on the ccd (charged coupler device) unit, the image had black lines and linear scratches. Due to clogging of the nozzle, water removal ability does not meet the standard value. The c-cover (plastic distal end) was shaved. The connecting tube protector had a cut, was scratched, dented, and the channel had deteriorated. Due to wear of the angle wire, bending angle in up, down, and right direction does not meet the standard value. The ig (image guide) protector was scratched. The grip was scratched. The control unit was scratched. The sw1 (switch) was scratched. S-cover (scope cover) was dented. The universal cord was scratched. The s-connector (suction connector) was scratched. The ch-tube (channel tube) was scratched. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) while using the gastrointestinal videoscope, that there is a blockage in the scope in the biopsy channel, a food material looking like some seed fruit. No biological material found in the blockage. The issue occurred during inspection for use. There was no patient harm associated with the event.